Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, when the perfusionist (ccp) turned on unit, the display was blank on the roller pump. The ccp pressed on display and it came back on. During the case, the pump display went blank again and the ccp pressed on display and it came back on. The device was not changed out, as they finished the case with unit using central control monitor (ccm). The roller pump never stopped. After the case, they set up a back-up unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: during set-up the local display of this roller pump blanked. The ccp pressed on the local display and the display regained function. During cpb, the local display blanked again but the pump continued to function at the previous set speed. The pump was able to be controlled via the local speed knob or the ccm slider.